Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. It was also reported that the customer experienced a low blood glucose (bg) level of 55 (mg/dl). Reportedly, customer was not sure of the cause of the low bg level. Customer drank soda to treat their bg level, and indicated that they contacted their health care provider to discuss diabetes management.